Manufacturer narrative:
Not returned.

Event description:
Allegedly, during a gynecology and cysto procedure, the ceramic beak broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no delay and the hospital reported no serious injury to patient.